Manufacturer narrative:
Additional narrative: patient height reported as 5¿4¿. Without a lot number, the device history record review could not be requested. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a trochanteric fixation nail advance(tfna) was implanted. The nail broke post-op on an unknown date. The patient was referred to the surgeon for the revision. The reporter states the patient history is unknown by the facility. The patient was revised to another tfna system. There was no report of surgical delay or patient harm. Surgery was completed successfully. During manufacturer¿s preliminary investigation of the returned device it was discovered that one distal locking screw was received broken. This complaint condition was re-evaluated and determined to be reportable. This report is for one (1) unknown distal locking screw. Concomitant devices reported: tfna helical blade (part# 04.038.300. Lot# h133850, quantity 1). This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The 5.0mm ti locking screw with t25 stardrive recess for im nails is a component of the titanium tfna system for intramedullary fixation of proximal femur fractures. The screws are available for distal locking of the nails. The returned device was examined and the complaint condition was able to be confirmed as the screw was found to be broken; distal fragment returned. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned device were reviewed (current revision as date of manufacture is unknown): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is possible due to post-manufacturing damage. No device history review was able to be completed as the device lot number is unknown. No material or hardness review is necessary as there is no indication that device material characteristics contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.